Event description:
It was reported that the surgeon removed two locking screws and nail from a distal tibial nail implant that resulted in nonunion. The initial implant surgery was performed on an unknown date. One of the locking screws had broken (36mm x unknown diameter screw) on a previous date. The surgeon removed the broken screw and replaced the size 11 nail with a size 12 tibial nail. This report is for one unknown locking screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. This is for one unknown locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.